Event description:
Country of complaint: (B)(6). Customer gets the feel that the needle was oily/slippery.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. Manufacturing site evaluation: evaluation on-going.